Manufacturer narrative:
During the service visit, it was found that the customer was not using adapters required for 13 mm. Diameter tube. The investigation determined the issue is consistent with insufficient pipetting due to running the sample in a 13 mm. Diameter tube without a required tube adapter.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer checked the washing station, performed a volume check, checked the main pump pressure, and checked probe washing. The sample and reagent pathways were decontaminated. Controls were run and were successful. The customer stated they have not had any further issues since these actions were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with glucose hk gen. 3 on a cobas c 503 analytical unit. The first sample initially resulted in a glucose value of 10 mg/dl. The customer repeated the sample from the primary tube and it resulted in a glucose value of 97.6 mg/dl. The second sample initially resulted in a glucose value of 14 mg/dl. The customer repeated the sample from the primary tube and it resulted in a glucose value of 81.8 mg/dl.